Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-02995. It was reported that the patient experienced a cerebrospinal leak during the implant of the drg system. As a result, the physician performed a blood patch. Effective therapy was restored post operatively. Follow up revealed that the patient started experiencing headaches on (B)(6) 2018. The patient was ordered to bed rest by his physician and no other intervention planned at this time to address this issue.